Manufacturer narrative:
Device evaluated by MFR.: the carrier hoop, coil introducer sheath and delivery wire were returned for analysis. Visual inspection was done and noted no issues on the introducer sheath. The twist lock had been open. No issues were noted on the coil and the delivery wire. Microscopic examination observed no issues on the coil zap tip, interlocking arm of the coil, the zap tip of the delivery wire and the interlocking arm of the delivery wire. The coil dimensions that could be measured were found to be in specification. The delivery wire dimensions were also found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: selection of a coil diameter smaller than the vessel diameter may result in coil migration. Coil selection is a matter of physician preference and the clinical situation however it is recommended the physician oversize the coil, as applicable based on the placed location. The shape and diameter of the vessel to be occluded as well as proximity to branch vessels generally govern selection of the coil diameter and length. (B)(4).

Event description:
It was reported that premature deployment and removal difficulties occurred. The patient was suffering from acute gastrointestinal(gi) bleed caused by splenic artery pseudoaneurysm. A 10mm x 40cm interlock"-35 was selected for use. During procedure, the device was introduced through a 6f microcatheter; however, it was noted that the locking mechanism failed and caused the coil to dislodge in the aorta. The device was removed after a long struggle. Another of the same device was used; however, it did not come out of the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature deployment and removal difficulties occurred. The patient was suffering from acute gastrointestinal(gi) bleed caused by splenic artery pseudoaneurysm. A 10mm x 40cm interlock¿-35 was selected for use. During procedure, the device was introduced through a 6f microcatheter; however, it was noted that the locking mechanism failed and caused the coil to dislodge in the aorta. The device was removed after a long struggle. Another of the same device was used; however, it did not come out of the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.